Event description:
Pt underwent hip-tep revision in (B)(6) 2003 (date of initial surgery is unk). Septic removal of stem by sagittal osteotomy of the femur along side of the prosthesis (as stem had a strong ingrowth) and plate-osteosynthesis on (B)(6) 2010 because of breakage near the taper. As per pt the stem broke during putting on the shoes. Pt died on third postoperative day. As per autopsy, the reason for death was a pulmonary embolism.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.